Event description:
On 12/15/2007, a customer contacted baxter technical svc regarding a sys error 2240 alarm during initial drain of therapy using the homechoice sys. The home pt had connected to the sys too late. The svc rep assisted the home pt to start therapy over using new supplies. The home pt would contact their nurse and inform her of the alarm. The sys was operational. There was no injury or medical intervention indicated at the time of the initial report. During f/u for this report, the home pt's nurse reported an episode of peritonitis. She indicated that she was not aware of the reported sys error 2240 alarm. She stated, the home pt is currently in a care center and has not reported to the clinic since october. She stated, that the home pt has been in the hosp for peritonitis, however, the dates of diagnosis and hospitalization were unk. She indicated the culture results and further details were unk, however, stated the culture results would have been staphylococcus epidermis. She stated, she did not know if the peritonitis would have been related to this report. No further info was available or provided by the nurse.

Manufacturer narrative:
The actual set was not returned to baxter for eval. Baxter is monitoring similar incidents. Should significant info become available a f/u report will be submitted.